Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on information reviewed, a cause for the reported unintended movement (clip open efaa) in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip opening during establishing final arm angle. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mmr) with a grade of 4. No challenging anatomy was observed. All steps in prep and procedure were performed per the instructions for use (IFU). The clip delivery system (cds) was advanced to the mitral valve and during establishing final arm angle (efaa), it was noted the clip opened slightly more than the physician was comfortable with. Therefore, the cds was removed with the clip still attached and a new cds was prepped and implanted, reducing mr to 1. Reportedly, during preparation of the complaint clip, efaa was performed with no issues. There were no adverse patient effects. There was a delay in the procedure due to prepping a new cds; however, there was no effect to the patient due to the extra time. No additional information was provided.